Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated they resolved the issue. However, the customer mentioned that they do not believe that their insulin pump delivers bolus correctly. The customer was advised to monitor the device and to call back if the insulin pump alarms again. The customer did not return the product back for analysis.